Manufacturer narrative:
(B)4). Date sent: 2/24/2026. D4: batch # unk. Additional information: do the surgeons fire the device or someone else? The surgeon but unsure about the other surgeon. Do they use any purse string or other techniques? Unsure. They used to use manual and transition to manual? They used to use medtronic and switched to jnj. Do they wait 15 seconds during dialing down? They have been in-service and have the IFU. Unsure of actual practice. Have they seen any malformed staples? Unsure. How do they conduct their leak test? The anastomosis have all passed the leak tests. When was the last time they saw the surgeon actually fire the device in a case? They do not want case support. Are they crossing staple lines? Unsure what technique do they use to remove the device? Unsure. What is the doctors goal? 1 surgeon. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection procedure a product malfunction occurred during use. After the device was fired, there were difficulties withdrawing the device from the patient. The patient had need to be brought back. An anastomotic leak was identified as the contributing issue associated with the device malfunction. No other information provided.

Manufacturer narrative:
(B)(4). Date sent: 4/6/2026. Additional information was requested and the following was obtained: an external rapid response call was held to include post market surveillance, customer quality, quality engineering, quality, design engineering, marketing, the local team, and the operating surgeon to discuss the complaint. The surgeon has experienced an increase in surgical site infections due to anastomotic leaks. When using the device, he has experienced issues with the ease of use of the device, compression of the tissue, and ease of extraction. The surgeon indicated he always is pulling during an extraction; it has never been smooth. There is always tension. His current process for division and anastomosis is usually the triple staple technique and, at times, the side-to-side anastomoses. The resident, pa or the surgeon, himself, always does the device firing. They have tried many different techniques. Procedures are being minimally invasive. It is putting undue stress on the anastomosis, which is already delicate. Having to stretch the anastomosis is the main issue for the surgeon.